Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The patient will be monitored but no explantation is scheduled.

Event description:
The patient doesn't wear the external processor because she is almost crying when the processor is switched on. As per new information received, the patient has 6 active channels now, the patient is still detecting sounds and speech well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient doesn't wear the external processor because she is almost crying when the processor is switched on.